Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic with volume overload, hypotension, constant low flows, and signs and symptoms of hypoperfusion. Log files were submitted to suggest a pump malfunction, thrombus or outflow obstruction. During log file analysis, multiple low flow events were confirmed. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow events can be confirmed based on the submitted log file. The patient¿s log files were submitted to and reviewed by technical services. The system controller event log file captured the pump operating at a fixed speed of 5400 rpms with a low speed limit of 5000 rpms. Numerous low flow events were captured throughout the log file, where the calculated average flow was captured at 2.4 lpm or lower. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Approximately 77 of the low flow events lasted 10 seconds and low flow alarms were triggered. No other atypical events were captured, and the pump operated at or above the low speed limit for the duration of the file. Similar low flow events were captured in the system controller periodic and lvad event and periodic log files (see attached). A specific cause for the low flow alarms cannot be conclusively determined. Multiple requests for additional information was sent to the customer. The patient remains ongoing on vad support with no further reported issues. No product available for investigation. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas IFU is currently available. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.